Event description:
Medtronic received information that 6 days following implantation of this bioprosthetic valve, the patient had a permanent pacemaker implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).